Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer powered up to a blank screen, therefore, the media processing unit (mpu) board was replaced. (B)(4).

Event description:
It was reported that the display screen of the programmer did not come on. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the display screen of the programmer did not come on. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.